Event description:
On initial contact, dentist reported handpiece burned a patient. Additional attempts made to contact dentist to advise details of patient and event / injury, and dentist advised would contact with details. Currently waiting information from dentist at time of report filing.